Event description:
The site reported that a bilaterally implanted patient had a light adjustable lens (lal, sn (B)(6)) explanted from her right eye (od). Another lal was implanted as replacement. Rxsight's first awareness of this event was on 09/20/2023.

Manufacturer narrative:
The treating physician reported that after the initial cataract surgery on (B)(6) 2023 (right eye, od) and (B)(6) 2023 (left eye, os), the patient had corneal edema and dendrites observed on the cornea. The patient's corneal issues were fully resolved by (B)(6) 2023. Manifest refraction (mr) and best-corrected visual acuity (bcva) for the right eye were plano +0.75 x092 and 20/50, respectively. During the following visit on (B)(6) 2023, the right eye received the first light treatment. The treating physician reported that the treatment target was achieved but the patient showed no improvement in visual acuity (va). The patient's mr and bcva for the right eye on (B)(6) 2023 were plano +0.25 x080 and 20/30, respectively. The treating physician eventually decided to proceed with a lens replacement for the right eye. The od lens was replaced with another lal on (B)(6) 2023. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).